Manufacturer narrative:
Product complaint #: (B)(4). H3: correction. H4, h6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the pump did not find any immediately observable damage to the instrument beyond the tip of the pump being cut from the body. The connector does not feature any cracks or similar defects. The pump was nearly empty when returned, indicating that it had most likely seen most of its use. To test the pump line for a leak, the pump was refilled and used as normal. Water exited the pump without any issues. It was noted that there was water present past the plunger. This happens when the failsafe valve is triggered as a result of pressure in the pump. If the remaining fraction of cement had solidified to the point where it could not be pushed out of the reservoir, the pressure in the pump may have been sufficient to trigger the failsafe. There were no issues found in the use of this device. This pump is undamaged and functions as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. No product failures have been identified in this complaint. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent vertebroplasty procedure on (B)(6) 2019 to treat patient's compression fracture. During the operation it was noted that the device has leakage issue. When the device was compressed down, the water flew out from the shaft. Surgeon replaced the device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Further it was reported that when the shaft was rotated, it was with saline. Then water was tried to drain via pulling down the metal ring, but failed, so at last, the tube was cut off to drain the water. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.